Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure during self test. The user also reported the device had an audio anomaly was not making any sound when alarming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.